Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 560 mg/dl with large ketones, vomiting, polyuria, and polydipsia, associated with an alleged call service alarm issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump had emitted a call service 088 alarm issue. The pump was rebooted and a replace battery alarm sounded after only two days of use. The alarm may have been unacknowledged for several hours per the reporter. A new battery was inserted and normal pump function resumed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.